Event description:
The patient was revised the second time on (B)(6) 2022, following the first revision on (B)(6) 2021 (reported under MDR 3014128390-2021-00054) and primary surgery on (B)(6) 2021 due to chronic dislocation. The surgeon explanted the humeral cup (36/9) and humeral spacer (9) and implanted an eccentric adapter (24/10) and offset cocr head (41x16).